Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1). Product will not be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: 250 mg/dl, 322 mg/dl and 161 mg/dl. The patient took one reading with an unknown strip lot, but is unsure which reading.